Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Followup on 11/30/2015: the customer stated that a manual injection was taken to decrease blood glucose. At the time of follow up call with tandem technical support, the customer reported blood glucose level was within target. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge multiple times with insulin during the load process. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer had used apidra.